Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
A report was received that stated while the device was being set-up before pt use, smoke was noted. The device was removed from service. The hospital bio-med visually examined the device case and found evidence of overheating and damage. There was no pt involvement.